Manufacturer narrative:
This is a follow up from emdr 9617229-2025-0000066. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "itching on the breasts, red rash and implant exchange". Later healthcare professional reported rupture confirmed by MRI. This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
It has been identified that this record, mrn 9617229-2025-08043, is a duplicate of mrn 9617229-2025-07766. Please see mrn 9617229-2025-07766 for reportable events.

Event description:
It has been identified that this record, mrn 9617229-2025-08043, is a duplicate of mrn 9617229-2025-07766. Please see mrn 9617229-2025-07766 for reportable events.